Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. The customer's blood glucose (bg) level was 437 mg/dl. The customer addressed their bg with a manual injection.